Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to high impedances. The patient is stable post procedure, impedances normal. Explanted device will not return due to facility policy and electrocautery was not used.